Event description:
It was reported that air embolism occurred. A left atrial appendage (laa) closure procedure was being performed. Trans-septal puncture (tsp) was performed. The tsp sheath was removed and the watchman fxd curve access system (was) inserted. A pigtail catheter was advanced through the was and to the laa where a contrast injection was performed. The pigtail was removed, and a watchman flx closure device and delivery system (wds) was advanced through the was. While forming the flx ball, an air artifact was observed reverberating in the distal laa via transesophageal echocardiogram (tee). Oxygen was administered and the physician attempted aspiration of the air through the wds. Aspiration was unsuccessful. The physician decided to proceed with deploying the wds to trap the air in the laa behind the closure device. The wds was deployed, met release criteria and successfully implanted. Upon review of the tee and fluoroscopy images, the physician concluded that the air was introduced at the time of the contrast injection via the pigtail catheter within the was. It was suspected that the pigtail catheter was not flushed. The patient was monitored post-procedure and experienced no adverse events. The patient was discharged same day.